Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer reported using trusteel infusion sets for 3 days. Customer was instructed to change trusteel infusion sets every 2 days per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 156-158 mg/dl.